Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/02/2025, it was reported by a sales representative via (B)(4) that an abs-10061t arthrex angle prp kit malfunctioned. When attempting to insert whole blood into the whole blood section of the item, the blood did not go through the valve. This was discovered during the case. Another device was used to complete the case with no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is user error due to improper surgical technique. According to dfu-0260-r0, "loading the variable-volume separate chamber should always be the first step in the setup process. Loading the variable-volume separation chamber and pressing down on the separation chamber plate will remove the excess air volume from the chamber. If the excess air is not removed, the separation chamber plate will not load properly."